Event description:
It was reported that the device had channel error alarm is the biggest offender. There was no information of patient involvement.

Manufacturer narrative:
Additional information : imdrf annex a ,g codes & manufacturer narrative. Omit:(B)(4) - device alarm system (1012),a25 - no apparent adverse event (3189),g0600101 - alarm, audible. The root cause for the reported issue of an channel error alarm is the biggest offender was not determined. The reported issue that there was an channel error alarm is the biggest offender could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had channel error alarm is the biggest offender. There was no information of patient involvement.